Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for analysis; therefore, a definitive root cause could not be determined. The angio-seal device was deployed, and a complication occurred post-deployment. Intervention was performed and the components were removed. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the following reported information: a vascular surgeon deployed an angio-seal and it deployed fine. Two weeks later the patient had pain and cold foot. The patient went to another facility and a different vascular surgeon ended up cutting down to remove all the components. The patient is now fine.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: date the device was implanted is unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.